Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03959 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the pull wire broke into two pieces as it was being pulled through the stoma site. Forceps were used to continue pulling the wire through the stoma site; however, a second break occurred. Approximately a 1/4 inch piece of the pull wire broke off inside the forceps. The pieced remained inside the forceps; it did not fall into the patient. The bolster was still within the patient's mouth. The device was removed from the patient. However, upon removal, the plastic cone-shaped piece on the end of the peg tube broke off inside the patient's stomach wall. The patient was rescoped, and the plastic cone-shaped piece was removed with the snare. A second endovive safety peg kit pull method was opened and tested outside the patient. The pull wire broke into two pieces. The procedure was completed with a third, new endovive safety peg kit pull method, (different lot number.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.